Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment through an 8 fr non-bsc guide and 6 fr non-bsc guideliner over the samurai guidewire. However, the device encountered resistance during advancing. It was then noted that the stent was damaged on the guideliner. Both devices were removed, and the device was replaced with a new a 3.00 x 38mm synergy xd des. The new stent was deployed without difficulty and the procedure was completed. No patient complications were reported.